Manufacturer narrative:
(B)(4).

Event description:
It is reported that a sherpa guide catheter was used in a patient 5 days beyond its expiration date. There were no patient symptoms or complications associated with this event.